Event description:
Additional information: the patient missed the refill because he was not provided a refill date and was expecting the pump alarm to alert him to the need for a refill. The patient had "long since recovered" from the withdrawal.

Manufacturer narrative:
Catheter model: 8731sc serial #:(B)(6), implanted: (B)(6) 2008, explanted: unk; catheter model: 8731sc serial (B)(4), implanted: (B)(6) 2003, explanted: unk.

Manufacturer narrative:
The initial MDR was filed as manufacturer's report # 3004209178-2011-09544. Additional information received indicated that the correct manufacturing site was site # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
An alarm issue was reported; alarm not heard but confirmed by telemetry. Patient did not hear any alarms which lead to a missed refill "last year while in (B)(6) ". In addition it was stated that the patient experienced "withdrawal". Drugs delivered via the device were morphine 50mg/ml, clonidine 30mg/ml, bupivacaine (marcaine) 400mg/ml, baclofen 300 mcg/ml at a daily dose of 6.384mg, 3.8mg, 51.07mg and 38.31mcg respectively. Additional information has been requested, but was not available as of the date of this report.